Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2018, implant date, as no event date was reported. Block h6: the following imdrf patient codes capture the reportable events of: e1310 - urinary tract infection; e1309 - urinary retention. The following imdrf impact codes capture the reportable events of: f2303 - medication required for the treatment of urinary tract infection.

Event description:
It was reported that a lynx system was implanted to the patient on (B)(6) 2018. Sometime after implantation, in 2022, the patient presented with a four-year history of recurrent urinary tract infections requiring repeated antibiotic treatment, with emerging antibiotic resistance, as well as stress urinary incontinence, morning urgency, and incomplete bladder emptying. Urodynamic testing performed in 2022 demonstrated sensory urgency with reduced functional bladder capacity and marginally dysfunctional voiding, without convincing evidence of obstruction. The patient subsequently underwent a 12-week course of percutaneous tibial nerve stimulation but reported minimal perceived benefit. By (B)(6) 2025, the patient's urinary tract infections had resolved; however, her primary ongoing concerns included stress urinary incontinence, postural incontinence, and intermittent urge-related leakage. She has been waiting for further testing.